Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. No abnormalities related to the reported issue were identified during visual inspection. Leak, clear passage, and clamp functional testing all passed with no issue noted. The reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set experienced a leak despite the clamp being closed. The issue was noticed during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.